Manufacturer narrative:
Physio-control evaluated the device and observed that the device would not power up in ac and would not maintain a charge on the backup battery. Physio-control replaced the device's power supply and then observed proper operation through functional and performance testing. The device was returned to the customer for use.

Event description:
According to the report, the device would not operate on ac or charge the device's backup battery. There were no reports of the device being used on a patient.